Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in global adapter connector broke broken connector when did the incident occur? After use broken tube after administration of contrast

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No.

Manufacturer narrative:
Our quality engineer inspected the 2 images and 1 used sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the samples. Analysis of the physical sample showed that the tubing had disconnected form the luer. Further review of the sample showed that there was an incorrect application of adhesive on the tube, which allowed for the separation to occur. Bd determined that the cause of the failure was related to our manufacturing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. Additional information added in the b tab.